Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 7 days after the dental implant was installed in intraoral region #22, it was verified its non- osseointegration. Thirty five (35) ncm of primary stability was achieved and immediate load was not performed. The patient presented insufficient bone quality/quantity (bone type iii) and bone graft was executed.